Manufacturer narrative:
A boston scientific technical services consultant reviewed the pacing impedance measurements and found one large spike on the atrial channel which increased from 550 ohms to 700 ohms. The consultant informed the caller that the varying pacing impedance measurements can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. This interaction could result in the oversensing observed clinically. The consultant recommended respiratory rate trend (rrt) be programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the atrial channel which is being oversensed and causing inappropriate atrial tachycardia response (atr) events. No adverse patient effects were reported.